Manufacturer narrative:
Should additional information become available for the patient a supplemental record will be filed.

Event description:
The caller stated the frame is rusting. She also stated the seat is cracking.